Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, a cracked battery door, and a damaged downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was duplicated as the results were over specifications. The most probable cause is an over specifications expulsor. To address the issue the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device failed accuracy testing. No adverse patient effects were reported by the customer.